Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the silicone oil extraction was not enabled during a surgical procedure. The oil was extracted manually. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed, as silicone oil ingress was found. Silicone oil ingress can likely occur if the customer fails to insert the included plunger into the extraction syringe. Additionally, the system message (sm) found (via event logs), further confirmed the reported event. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can likely be attributed to silicone ingress of the pneumatics module. (B)(4).